Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to infection. Age at primary:(B)(6), side: l, primary asa: p2-mild disease not incapacitating, revision njr index no: (B)(4), sex: f, primary bmi: 0.

Manufacturer narrative:
After the initial report it was determined that this product was reported in error. Please void the initial and follow up reports.